Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device repeatedly alarmed for various medium and high priority patient alarms during ventilation and later in time the self test during startup failed. · /various alarms were observable both visually and through hearing. Pa141009(oxygenlow), te 231006 (o2controllerflowlow), te231022 (pexpvalvesensordefect). · the device log files were provided to hamilton. · the event occurred during ventilation, but this was not further explained. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device repeatedly alarmed for various medium and high priority patient alarms during ventilation and later in time the self test during startup failed. · /various alarms were observable both visually and through hearing. Pa141009(oxygenlow), te 231006 (o2controllerflowlow), te231022 (pexpvalvesensordefect). · the device log files were provided to hamilton. · the event occurred during ventilation, but this was not further explained. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.